Event description:
It was reported that the customer had high blood glucose levels of 351 mg/dl. The customer reported having had difficulty and issues with the sensor for the insulin pump since he started using it. The customer reported several bent sensors removed from the customer. The customer also reported that one of the sensors removed from the customer seemed to have a part of it separated or fractured from the main part of the sensor. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Eight opened and used enlite sensors were inspected and a visual inspection was performed. All sensor cannulas were bent. It could not be confirmed that the customer received the sensors in said condition due to the sensors being returned opened and used.